Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due diabetes ketoacidosis around (B)(6) 2020. Blood glucose level at the time of the incident was over 540 mg/dl. Customer stated that customer was in the hospital and had ketones and was there for two weeks. Customer felt pump was not working and did not have any insulin pens so she went to the hospital. The insulin pump will not be returned for analysis.